Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector system. Postoperatively, the surgeon noticed the lens optic was scratched. The lens was explanted and replaced with the same lens model and diopter. Reference MDR #2031924-2009-00193.